Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. During inspection, olympus confirmed the reported event of blue deposits at insertion section and boot section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was likely found to be blue paint. The cause of residual foreign material could not be identified. It is unclear if there were any deviations from the instruction manual in the reprocessing procedure at the location where the foreign material remained. It was not confirmed whether there was physical damage at the location where foreign material remained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited blue deposits on insertion site and packing joint. There were no reports of patient involvement.